Event description:
Pt states tried to turn off pump to change bag. Pump would not stop. Pt changed bag anyway. When completed residual volume, pump turned itself off & would not turn back on. It would let user reset & resort but nothing else.